Event description:
Nurse disconnected i.v. Line from primary line going to i.j. Cordis. When nurse checked pt 15 minutes later, discovered that the tip from i.v. Connector broke in i.v. Line. Approx 500cc of blood loss. Blood pressure dropped to 86/50 from 110/63. 2 units of packed red blood cells transfused.